Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The customer reported that when using the trident screwdriver the end of the screwdriver snapped and was wedged in the screw itself. There was a slight delay in retrieving this piece, however this was managed and the procedure continued as normal. The case was completed using this device. The surgeon only used one screw for this case so another screwdriver was not needed. There was 5 minutes surgical delay in order to remove broken part from screw head. There were no other adverse consequences for the patient and no medical intervention required. The broken part of the screwdriver was retrieved. Surgeon happy no other parts were left in the patient. The device was visually inspected prior to start of case as part of equipment count.

Manufacturer narrative:
An event regarding an alleged fracture involving a universal driver shaft was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection confirmed the returned universal driver shaft is in used condition. The hexalobular driver tip is fractured. The deformation to the driver suggests the tip fractured while the device was being used to tighten a screw. The universal joint moves freely on both pins. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: visual inspection confirmed the returned universal driver shaft is in used condition. The hexalobular driver tip is fractured. The deformation to the driver suggests the tip fractured while the device was being used to tighten a screw. The universal joint moves freely on both pins.

Event description:
The customer reported that when using the trident screwdriver the end of the screwdriver snapped and was wedged in the screw itself. There was a slight delay in retrieving this piece, however this was managed and the procedure continued as normal. The case was completed using this device. The surgeon only used one screw for this case so another screwdriver was not needed. There was 5 minutes surgical delay in order to remove broken part from screw head. There were no other adverse consequences for the patient and no medical intervention required. The broken part of the screwdriver was retrieved. Surgeon happy no other parts were left in the patient. The device was visually inspected prior to start of case as part of equipment count.